Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The (B)(6) female pt's sister reported that the pt passed away. The lifevest delivered an inappropriate treatment at 19:20:41. The pt's rhythm at the time of the treatment was asystole, which is considered a non-treatable rhythm. CPR artifact contributed to the false detection. Ems transported the pt to the hospital following the treatment, where the pt was pronounced. There is no indication that the treatment during asystole caused or contribute to the pt death. No deficiencies were alleged against the lifevest.

Manufacturer narrative:
There was no device malfunction associated with the event. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. There is no indication that the treatment during asystole caused or contributed to the pt death. MFR date: monitor: 07/2013 - reuse; electrode belt: 05/2013 - reuse.